Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, itchy rash under the lifevest. The patient's doctor prescribed cortisone cream and instructed the patient to remove the lifevest for about a week in order to let the irritation heal.